Manufacturer narrative:
(B)(4).

Event description:
It was reported "over the last month our physicians have noted issues with the psi bending during insertion and difficulties advancing the bioptome through the catheter without meeting resistance. During this incident, staff required multiple kits for one procedure due to the failure of the psi to function. No patient harm." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "over the last month our physicians have noted issues with the psi bending during insertion and difficulties advancing the bioptome through the catheter without meeting resistance. During this incident, staff required multiple kits for one procedure due to the failure of the psi to function. No patient harm." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).